Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer fell on the pump and shattered the screen. Reportedly, the pump was functional. The customer did not know if their blood glucose level was impacted. It was reported that the customer had a backup method of insulin delivery available.